Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xp immunoassay system. Quality control (qc) was valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse reviewed the instrument and replaced wash manifold, sample syringe and cleaned the pre-dispense area of the ring cover after which the thcg performance recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the patient sample was tested for total human chorionic gonadotropin (thcg) on an advia centaur xp immunoassay system and the result recovered as 61 miu/ml. The same sample was repeated on the original system, which produced a falsely elevated result. The initial result and erroneous result were not reported to the physician(s). Subsequently, the same sample was repeated on the original system and the result recovered similar to the initial result. The second repeat result was considered correct and reported to the physician(s). There is no known reports of patient intervention or adverse health consequences due to falsely elevated thcg result.